Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that the customer passed away in an unknown location because of medtronic. The cause of death was unknown. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. There wasn't enough information to identify the customer in question. The reporting party did not state whether they would return the insulin pump for analysis.

Manufacturer narrative:
The information given related to procode was incorrect with the initial report. The correct information has been provided with this report.